Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, at first firing, the reload was fired majority of the length but stopped short approximately 3-5 mm from the cut line and would not advance. Surgeon was able to retract the blade and remove the reload off the tissue. The surgeon opened manual handle and another reload to complete the subsequent firing then switched back to power handle with reinforced reload to complete the procedure. There was no patient injury.